Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (50-62 mg/dl). Reportedly, customer's carbohydrate ratio needs to be adjusted. Customer set a temporary rate of 0%, and stabilized blood glucose levels with glucose tablets and soda.